Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of ¿no image¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head produced no picture during preparation for use prior to a procedure. The unspecified procedure was completed with a different device. There was no delay to the procedure and no reported patient injury nor medical intervention associated with this event.

Manufacturer narrative:
D2: additional product codes- nwb. The device was returned and evaluated, and the customer¿s allegation was not confirmed. The unit passed leak test and all functional tests. No problems were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.